Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the system error (B)(6) was not reproduced. A review of the event history log revealed system error (B)(6) messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor reading. The downstream sensor could not be calibrated and therefore requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) pump alarmed system error 345 (thermistor disparity). The event occurred during clinical use and testing in the biomedical service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.